Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, all drawers failed. The customer rebooted the station and tried to recover the drawers, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed. The field service engineer (fse) replaced the retractor band on the main half height matrix drawer 2.2. Various tests were initiated via the hardware test application, and all tests passed. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.